Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated higher than expected thyroid stimulating hormone (access htsh) results, above the normal reference range, for one patient. The erroneous results were not reported out of the laboratory. Subsequent testing by an alternate methodology produced a lower, discordant result within the normal reference range. Additionally, the customer performed dilution testing on one of the patient's samples and obtained non-linear results. There was no death, injury, or change to patient treatment associated with this event. Qc has been within the laboratory's established ranges. There is no indication that service was dispatched for this event. The customer is sending samples to beckman coulter for additional testing, but the samples have not been received. The events occurred over several days and this report documents the event on (B)(6) 2012. The related events are documented in the below listed reports: 2122870-2012-00864, 2122870-2012-00865, 2122870-2012-00867.

Manufacturer narrative:
Beckman coulter received one of the patient samples. Repeat testing on the centrifuged sample produced tsh result of 8.75 uiu/ml, which is above the normal reference range. Heterophile testing demonstrated the presence of interfering substances since at least one of the heterophile blockers used in the test significantly lowered the signal. Investigation demonstrated that interference was the root cause of the falsely elevated access result. Beckman coulter labeling contains statement concerning heterophile antibody interference as below: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulin or immunoglobulin fragments may produce antibodies, e.g. Hama, that interferes with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. (B)(4).